Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin at home transmission showed low pacing lead impedance. The patient has an ICD in combination with a left ventricular assist device. No changes were made and lead remains implanted. Patient is undergoing heart failure and might undergo heart transplant.